Manufacturer narrative:
Integra has performed a thorough review of the reported incident and the incident could not be confirmed at this time. The cause of the reported condition could not be determined. The actual product involved was not returned for eval. However, five new and unopened limitorr volume limiting evd 20 ml were returned by the customer for eval. No assignable causes associated at mfg process of the product which could contribute and/or be related to reported condition were identified on the DHR review of lots belonging to the five unopened units. As part of the mfg process, a 100% float assembly test, seal, occlusion and seal occlusion test is being performed to the float assembly in order to ensure the sealing performance on the float assembly, which is to reduce the chances for excessive csf drainage. Based on the product package insert, the cause of this type of incident could be associated to the product was either dropped (causing the damage of the float assembly mechanism), or at some point, the lumber drain was moved from the vertical position during use. However, this could not be confirmed at this time with the info provided by the customer.

Event description:
This is the first of two reports involving a limitorr volume limiting evd 20 ml (ins9020) [same product, same user facility, similar product problem, different pts]. In (B)(6) 2010, it was reported that a (B)(6) male pt with an underlying medical condition of a cranial tumor was ordered to have the limitorr in place. It was reported that the pt usually appeared to drain more than 20 milliliters (ml) of cerebrospinal fluid (csf) in the chamber, sometimes even 25ml. The customer was unable to recall how long it took for 20 ml to drain into the limitorr. The incident was discovered after surgery. No pt injury was reported. Several revisions were made (unspecified). The pt remains in the pediatric intensive care unit (picu). No other info was provided.